Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the presence of a full complement of staples. The anvil of the instrument was observed to be not tilted and attached to the instrument. However, one of the retainer legs of the anvil was observed to be bent. Functionally, a pmv representative anvil was used for firing due to the observed retainer leg damage of the clinical anvil. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Surgical procedure: sigmoid colectomy. According to the reporter: procedure was very long due to eea31 not being able to fit inside the rectum and rectum tissue tearing. Eea29 was then used. Once anvil was in purse string and stapler in rectum, rod was fully advanced. When all were in place anvil was pushed onto extended rod, over orange line and the anvil would not attach. Strong force was used to push anvil onto rod, but would still not snap into place. Procedure then turned into an open procedure, but still could not attach anvil on metal rod of stapler. Stapler was then removed and circular ethicon staple was used. Ethicon stapler worked find and surgeon has requested to no longer use our circular stapler. I will talk with him next time I am in (B)(4) and before any case he would use a circular stapler in. If device will be serviced/evaluated by someone other than covidien personnel, where will it be serviced? I believe the hospital has their own evaluation process called a (B)(4) report. (A copy of the service report is requested). Below is some of what was in their report. The anvil would not engage with the stapler. Stapler was not able to be fired properly. The procedure converted to open. The stapler and anvil would still not engage. The anvil and stapler were removed. An ethicon stapler was opened to complete the procedure. Dr. (B)(6) stated he does not want to use covidien circular staplers again! Was there injury or hazard to patient or user: no. Additional information requested via email. What is the product ID and lot number for the device? Eea 29 does not exist. I typed this wrong. He started with our eea33 and then went to our eea31. The 31 anvil would not click onto the eea31 rod/stapler. Were the anvils and handles for competing attempted to be paired together? No, he tried two of our staplers, the eea33 and eea31, and then finished with the ethicon stapler once our eea31 would not work. The right anvils were paired with the right staplers with our products. Were sizers used in the case? Yes they were. Please confirm that product will be returned for investigation. I have requested a kit and it was sent last week. I will check to make sure account has returned product when I am there tomorrow, the (B)(6). Was any reinforcement material used in conjunction with the stapling device? If yes, no, they were using our circular stapler. What was the brand of the reinforcement material used? What was the item code and lot/serial number of the reinforcement material? What is the last known patient status? Patient was fine, the last I heard. I spoke with surgeon briefly after case and he did not mention any problems. Have heard nothing from staff other than comments about staplers not working. Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? Tissue was very thin in the rectum and kept tearing when trying to connect anvil and rod. I do not believe this was due to our stapler. The surgeon did not say it was due to or stapler. Suture was used to sew up tissue before attempting to connect rod and anvil. If yes, describe the damage and provide details on how the damage was treated/corrected. When inserting our eea31 stapler into the rectum, tissue would tear around outer ring of circular stapler. The rod had not been extended yet. The tissue seemed very thin and I believe that is why tissue tore. Surgeon did not accuse the stapler of being the issue with the torn tissue in rectum, but I can ask again, when I see him. Suture was used to sew up torn tissue in rectum. Was the damage irreversible? No, not that I have been told. He did have to staple off lower on the rectum and remove part of the proximal tissue, but procedure was able to be completed. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No.